Manufacturer narrative:
The associated complaint device was returned and evaluated. A visual inspection of the returned impactor indicated that a portion of an arm cover fractured off, which was likely due to overload. An overload fracture can occur when the mechanical forces applied to the instrument exceed the strength of the material. The fractured off portion was not returned. This device was manufactured in 2015, showing sign of use/wear. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. Based on this investigation, the need for corrective action is not indicated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Event description:
It was reported that tip was found broken off during the case. Backup availability is unknown as well as if there was delay during procedure.